Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap® system access port needles. Do not use standard hypodermic needles, as these may cause leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have removal due to "weight recovery; no effects of the ring, leakage".

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 03/16/2018. Device evaluation summary: a visual examination was performed on the received access port ii, with taper type ii. The port tubing was noted to be separated approximately 3.1 inches from the taper-tubing junction. Needle marks were noted on the port septum. One opening was observed at the end of the port tubing. A port leak test was performed, and leakage was noted from the opening at the end of the port tubing. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, needle marks were noted on the port septum. One opening was noted at the end of the port tubing. The opening was approximately 0.3 inches in length. The edges of the opening were noted to be striated, consistent with damage from a surgical tool. The port tubing was noted to have been separated at the site of the ss connector. The end of the port tubing was noted to have striations, consistent with a surgical end cut to remove the device.